Manufacturer narrative:
The device history record for the finished product as well as the subassembly were reviewed and all product met manufacturing specifications. A representative sample was returned to kimberly-clark for analysis. The trach care adapter, which is a t-piece adapter, with an et tube adapter was received. The et tubes used in the user facility are not manufactured by kimberly-clark. Measurements on the t-piece adapter show the product is in specification. The level of engagement between the two adapters can vary based on the force used when connecting. The trach care adapter, which is a t-piece has three ports, two of the ports are designed to be able to manually ventilate the patient without removing the closed suction catheter. The ventilator connection as well as the t-piece cap can be removed from the t-piece and an ambu bag can be attached. A voluntary medwatch was filed by the user facility, report number: (B)(4). Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "respiratory therapists have noticed the catheter adapter being very difficult to remove from the et tube adapter - to the point that it sticks so much that they need to attempt to pry it off with a hemostat or some other surgical device. The main issue of concern was what happened on (B)(6) 2011: a patient coded, and in trying to remove the catheter to bag the patient, it was impossible to remove the catheter, even with a hemostat. This patient expired." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).